Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system was losing phacoemulsification power during a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, an ultrasound controller printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 13, 2008. Based on qa assessment, the product met specifications at the time of release. A u/s controller pcb was received for evaluation. The reported event could not be replicated and the system was found to meet specifications. The returned u/s controller pcba was replaced as a preventive measure. Therefore, the returned u/s controller pcba will not be inspected. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).